Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of "capsular contracture" is a physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿capsular contracture, baker grade IV¿.

Event description:
Healthcare professional reported left side "capsular contracture, baker grade IV". Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: white particles in the shell, wear abrasion creases fold and weight to the specification. Gel was observed to be cloudy with voids after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Device has been explanted.